Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a targon pft nail 10x175mm 130° (part # kf003t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the patient experienced pain due to the nail break. The physician suspected that the break occurred under some impact. The patient underwent a revision surgery on (B)(6) 2021 which was completed without issue. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Although requested, additional information has not been made available. The adverse event / malfunction is filed under aag reference (B)(4). Involved components: 400528933(kf227t-52560637), 400528934(kb332ts-52606941), 400528936(kb200ts-52614266), 400528938(kf207t-52557027).

Manufacturer narrative:
Investigation results/ visual investigation: investigation was carried out visually and microscopically. The fracture of the nail is located in the area of the bore hole for the targon pft telescrew. The breakage surface, especially of the proximal part shows visible arrest lines. Arrest lines are typical indication for a dynamic fatigue fracture. Depending on curvature of the arrest lines it is possible to identify the crack direction. The bore hole for the telescrew exhibits wear marks caused by the intraoperative procedure. Apart from normal signs of use, the components involved do not show any noticeable damage. On the basis of the current information and without expressive x ray figures, a definitive conclusion cannot be drawn. Therefore, we assume that there was a delayed osteosynthesis/unhealed fracture on the part of the patient. If the bone healing process is delayed or has not taken place, the nail is exposed to a high load/stress and this could lead to a fracture (this is also mentioned in the instructions for use ( IFU). The mentioned wear marks (possibly caused by intraoperative drilling procedure) at the bore hole for the telescrew could possibly contribute the fracture of the nail. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 3(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.